Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and self test. No pump error 63, pump error 4 or pump error 130 alarms noted during testing. However, pump error 63 alarm and pump error 4 alarm are found in the formatted history file due to broken trace at of the keypad assembly. The motor was tested outside of the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. The displacement verification test had been performed and was passed, hardware low level failures error alarm was noticed during self test. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.